Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirmed the reported event of a low transmitter battery. The root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed a message for low transmitter battery. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/14/2016 and did not confirm the reported event of receiver message for low transmitter battery. However, it did confirm a transmitter failure on (B)(6) 2016. There was no report of injury or medical intervention. No additional patient or event information is available.